Event description:
A customer reported via medwatch during a heparin infusion "upon hearing the alarm on the IV pump, the rn opened the channel door and noted a large bubble at the top of the tubing. The tubing and pump were both replaced and the infusion was continued." The risk mgr stated the user primed the set without any issues, put it in the pump and upon starting the infusion or very shortly thereafter, the pump alarmed for a channel error and the nurse found the ballooned segment. No report of pt harm or medical intervention. No additional pt or event info provided.

Manufacturer narrative:
(B)(4). The customer's report of a bulge in the silicone segment was confirmed and replicated during testing. Visual inspection of the set showed the silicone tubing had developed a bulge directly below the upper fitment. There was no crush marks on the upper fitment. Pressure testing produced a balloon within the silicone segment at 18psi; specification is 30psi. The silicone segment was likely weakened during customer use. Failure of this test suggests previous ballooning had occurred as the customer reported. The root cause of the ballooning segment could not be identified.